Manufacturer narrative:
The device was unable to prime during prime test due to faulty force sensor resister. The device was received with minor scratched lcd window, cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported the insulin pump was squirting insulin during prime. Customer was advised to discontinue use and revert to back up plan. No further info reported.